Event description:
Dealer is stating that both pivot links under the seat are bent about a 20 degree. Dealer states it look like the chair didn't open all the way when the end user sat down, but can not be sure what really happened.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.